Event description:
This pt was implanted with gore excluder aaa endoprosthesis trunk-ipsilateral leg component and aortic extender component on (B)(6) 2006 for a ruptured, mycotic abdominal aortic aneurysm with sepsis. A right-to-left femoral-femoral bypass with a gore-tex ptfe graft also was done in order to restore blood flow to the left lower extremity. On (B)(6) 2006, this pt presented with infected groins. On (B)(6) 2006, the physician removed the infected femoral-femoral graft and did a right superficial femoral artery bypass. The pt tolerated the procedure well. A culture was done of the ptfe graft which grew salmonella and (B)(6). On (B)(6) 2006, the physician explanted the infected aortic graft. The aorta was debrided and the aorto-enteric fistula was repaired. The pt was discharged to the correctional facility in good condition. We are unable to obtain further info and no further investigation will be performed. Explanted devices will not be returned to gore.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications.